Event description:
It was reported that rv capture threshold was observed to be unsteady and higher than its value at implant. R-wave sensing decreased significantly. The lead was repositioned with good values and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.